Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and a sudden drop in r-wave amplitude resulting in an inappropriate shock. Device data was sent to technical services (ts) for review. Ts recommended performing an x-ray to evaluate lead integrity and proper lead insertion in the device header. This device was reprogrammed to the secondary vector to mitigate further inappropriate shocks. Further evaluation is expected at the next follow up appointment. This system remains in service. No adverse patient effects were reported.